Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele, and pelvic organ prolapse on (B)(6) 2005 and mesh was used concurrently with rectocele repair. The patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/24/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal/revision on (B)(6) 2013.